Event description:
Information was received from a medical examiner indicating that the patient had passed away. The medical examiner stated that the cause of the patient's death was still pending as testing was still being performed. The medical examiner explained that she did not have any reason to think the patient's death was related to vns but the results were still pending. She clarified that the patient was found on deceased on the bathroom floor with no previous indication that the patient was not feeling well the evening prior. The patient's obituary was found and indicated that the patient passed away due to natural caused. An internal sudep evaluation was performed by the manufacturer which determined the death to be probable sudep. No additional relevant information has been received to date. The patient's explanted generator has been received and is undergoing product analysis.

Event description:
Analysis on the generator was approved. Analysis found that the eri flag was set. The low battery condition (partially depleted) was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Analysis on the lead was also approved. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provided evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There was no evidence to suggest an anomaly with the returned portion of the device. The autopsy report was requested but has not been received to date.

Event description:
The autopsy report stated that the cause of death was sudden unexpected death in epilepsy (sudep), and the manner of death was natural. The patient was found in her home in the bathroom by a family member. The patient's last recorded seizure was in (B)(6) 2016, and she was on lamotrigine and depakote. There were no other medical problems and no recent complaints. The autopsy found the following relevant items: long clinical history of epilepsy, status post right temporal lobectomy, left vagus nerve stimulator, found down in the bathroom, acute hemorrhage in right sternocleidomastoid muscle, deep scalp contusion on the left temporoparietal scalp, contusions in bilateral anterior tibia, left thing, and left knee, and perimortem focal aspiration pneumonitis; hyperostosis frontalis, caffeine present in postmortem blood; lamotrigine in postmortem blood.